Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that infusion pumps infused over allocated time. For example, if a drug was programmed to infuse for one hour it takes 1 hour and 20 minutes or 1 hour and 45 minutes. No additional information was provided.